Manufacturer narrative:
Because the complainant did not return the device for evaluation, mmdg has been unable to confirm the validity of the complaint or determine its cause.

Event description:
The initial reporter stated: "[the administration sets are leaking from the filter. I used one on a patient which leaked during infusion." No further information was provided, and no serious injury to a patient was reported. (B)(4).